Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The reported stated that her son's infusion set's tubing came apart at the quick release (where the needle is). The site location was his leg and the pump was worn on the hip. Reportedly, the height of the patient was 6 feet and 1 inch. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device (1 tubing), it was found that the tubing was detached from the tubing connector. No further information available.